Manufacturer narrative:
Concomitant medical products: nb55711, lead, implanted: (B)(6) 2001. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient¿s right ventricular (rv) lead exhibited oversensing as t-wave oversensing (twos) and six short v-v intervals were noted on a remote transmission. The rv lead was reprogrammed and remains in use. The patient is a participant in a clinical study. No patient complications have been reported as a result of this event.